Event description:
The rptr indicated that the pacemaker was programmed to the "voo" mode for a breast biopsy to be performed. Each time electrocautery was used, the pacer resulted in no output. The pt's intrinsic rhythm is an escape rhythm of about 50 pulses per minute. Following the procedure, the pacemaker was reprogrammed to the original parameters & it functioned properly.